Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 10 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported on (B)(6) 2017, that high flow estimation and pump power readings were observed. It was reported that urine output decreased, but that the patient was asymptomatic. On (B)(6) 2017, it was reported that the patient was treated with angiomax. The elevated powers and flows resolved and the patient was discharged on (B)(6) 2017. On (B)(6) 2017, it was reported that the echocardiogram was negative, no signs of thrombus were observed. No additional information was provided.

Manufacturer narrative:
Although the reported elevated pump power and flow were confirmed through evaluation of the submitted system controller log file, a potential cause could not be conclusively determined through this evaluation. Review of the submitted log file showed elevated pump power and flow starting on (B)(6) 2017 at 9:29am to a range of 6.5-10.5w and 10-12lpm, respectively. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing its file on this event.